Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The device was not returned.

Event description:
It was reported that the patient experienced difficulty draining urine with the catheter. The patient was reportedly able to drain some urine with the catheter, but allegedly felt discomfort and experienced urinary retention. It was reported that the catheter was immediately replaced and another 1000-1500 ml was drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced difficulty draining urine with the catheter. The patient was reportedly able to drain some urine with the catheter, but allegedly felt discomfort and experienced urinary retention. It was reported that the catheter was immediately replaced and another 1000-1500 ml was drained.

Manufacturer narrative:
The reported event was unconfirmed since the sample met specification. Received 6 unopened surestep foley tray systems for evaluation. Per visual inspection, the samples were examined and did not find anything to contribute to the reported event. Per functional inspection, the balloons were inflated with 10cc water and a flow rate test was administered. All six catheters flowed from 170cc/min - 180cc/min. The specification for this product is 150c/min minimum, so the samples met specification. The reported event could not be duplicated. A potential root cause is encrustation blocking the drainage eyes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed."

Event description:
It was reported that the patient experienced difficulty draining urine with the catheter. The patient was reportedly able to drain some urine with the catheter, but allegedly felt discomfort and experienced urinary retention. It was reported that the catheter was immediately replaced and another 1000-1500 ml was drained.